Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolene hernia system - prod code: phse, batch 22492-06, mfg date: 01/01/2010, exp date: 01/31/2015. Coated vicryl (polyglactin 910) suture. In addition, a review of the batch manufacturing records for the prolene hernia system possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia on (B)(6) 2010 and mesh and suture were used. The patient experienced extreme systemic body itching a few days after the procedure. The patient was referred to a dermatologist. The patient was treated with benadryl, ice, prednisone, allegra and xyzal. The patient was diagnosed with urticaria. Currently, the patient &apos;s condition is improving and the prednisone is being tapered.